Manufacturer narrative:
Initial.

Event description:
It was reported that the patient was unable to attach the infusion set tubing to the connector during a supply change, and the issue resolved when a new connector was used; replacement connectors were shipped. Symptoms included no reported clinical effects. Outcomes included completion of the supply change without further incident and no alerts or alarms. Investigation included troubleshooting and user education with visual confirmation attempted via photo or video. Investigation of this case revealed a connector-to-tubing fit issue consistent with a component compatibility or dimensional fit problem limited to the affected connector, as evidenced by successful attachment with a new connector. It was concluded, based on previously established findings for similar reports, that the cause was a product performance issue attributable to the individual connector.